Event description:
It was reported, that the patient presented with an infection. It was noted, that the physician confirmed, that the patient was treated for myocardial perforation. The entire system was explanted and replaced. The patient was in stable condition.